Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The stenosed lesion being treated was located in the heavily calcified mid right coronary artery (rca). After finishing intervention in the left anterior descending (lad), the physician proceeded to the mid rca. Several dilatations were made using a maverick balloon and non-bsc balloon. The physician attempted several times to place the 3.00x12mm taxus express2 drug eluting stent but was unable to cross the lesion. Additional balloon dilatations were made and the physician tried to deliver a non-bsc stent but was also unable to cross the lesion. The procedure was completed with balloon dilatations only. After the procedure, it was found that the 3.00x12mm taxus stent was not on the balloon. The pt was brought back to the cath lab. The physician was unable to locate the stent inside the pt's body. Devices used during the procedure were examined but the stent could not be found. It is unk if the stent remains in the pt. Pt status reported as "fine."

Manufacturer narrative:
Pt's age 70 to 80 years old. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).